Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, and to correct the initial report as a result. The following fields are being corrected: b5 for customer's complaint. There was no positive culture on the subject device. Per the legal manufacturer, there is no potential for the angulation issue to cause or contribute to death or serious injury if the malfunction were to recur. D4 device serial number was incorrect. D9 device return date was incorrect. H10 there was no additional microbiological analysis conducted by olympus on the subject device. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Upon device inspection, the following non-reportable malfunctions were found: bending section rubber glue was separated; connecting tube was wrinkled; right left / up down knob angulation was below specifications; and the customer's angulation problem was confirmed (as noted in b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no reportable malfunction associated with this complaint. Olympus will continue to monitor field performance for this device.

Event description:
The customer notified olympus there was no bacteria detected in culture test of the subject device; the previous report was wrong. The customer further reported the device was returned to olympus because it had no angulation when the angulation control knob was turned.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is salvanios premium and the automated endoscopic reprocessor (aer) used is soluscope 4. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is cln and the aer disinfectant is paa. The storage practice is placing the scopes horizontally, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.